Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/ pelvic pain (severe) / pain/ sharp stabbing pains in sides") and genital haemorrhage ("irregular bleeding") in a 32-year-old female patient who had essure (batch no. A36512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (04dec2008, 15jul2010, 20jun2013 and 23nov2004), ectopic pregnancy, recurrent abortion, temporomandibular joint disorder, anxiety, de quervain's tenosynovitis, depression, abdominal pain, cystic fibrosis carrier, preterm labor, anxiety, pain back, arm fracture in 2002 and biopsy breast in 2008. Social history: never smoke. Previously administered products included for an unreported indication: depo-provera. Family history included leukemia, breast cancer and lung cancer (paternal uncle). Concomitant products included vicodin (norco). In 2013, the patient experienced mood swings ("mood swings"), depression ("depression"), hot flush ("hot flashes"), feeling cold ("cold flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), uterine pain ("uterine pain (severe)/ sharp pain in uterus"), back pain ("back pain from neck to hip area (severe)/ back pain(severe)"), abdominal pain ("abdominal pain (severe)"), vaginal discharge ("vaginal discharge/ discharge"), bladder disorder ("bladder or urinary problems or changes difficulty controlling urine stream") and dysuria ("changes difficulty controlling urine stream"). In august 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced nausea ("nausea") and vomiting ("vomiting/ was throwing up all day"). On an unknown date, the patient experienced noninfective gingivitis ("(gums) looked infected/its swollen and hurts"), complication of device removal ("were you advised of any complications from your essure removal procedure? Yes."), crying ("she was crying/ emotional issues uncontrollably crying"), dizziness ("dizziness"), pyrexia ("104 degree temperature"), gait inability ("could not walk without collapsing"), toothache ("dental tooth pain"), gingivitis ("gum infections"), contusion ("bruising all over body"), furuncle ("red boil like marks all over body"), acne ("continuous acne all over body"), feeling abnormal ("brain fog/ feeling like crap"), memory impairment ("forgetfulness"), anger ("anger"), amenorrhoea ("no periods at all"), musculoskeletal chest pain ("sharp pain in uterus, my sids, my whole ribcage"), asthenia ("no energy"), coital bleeding ("bleeding every time I have intercourse"), vulvovaginal pain ("hard painful, sensitive clitoris") and urinary tract disorder ("bladder or urinary problems or changes difficulty controlling urine stream"). The patient was treated with surgery (robot assisted laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, alopecia, fatigue, noninfective gingivitis, complication of device removal, crying, mood swings, depression, hot flush, feeling cold, vaginal haemorrhage, menorrhagia, headache, nausea, uterine pain, back pain, abdominal pain, vaginal discharge, vomiting, bladder disorder, dysuria, dizziness, pyrexia, gait inability, toothache, gingivitis, contusion, furuncle, acne, feeling abnormal, memory impairment, anger, amenorrhoea, musculoskeletal chest pain, asthenia, coital bleeding, vulvovaginal pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, acne, alopecia, amenorrhoea, anger, asthenia, back pain, bladder disorder, coital bleeding, complication of device removal, contusion, crying, depression, dizziness, dyspareunia, dysuria, fatigue, feeling abnormal, feeling cold, furuncle, gait inability, genital haemorrhage, gingivitis, headache, hot flush, memory impairment, menorrhagia, migraine, mood swings, musculoskeletal chest pain, nausea, noninfective gingivitis, pelvic pain, pyrexia, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vomiting and vulvovaginal pain to be related to essure. The reporter commented: on 23jan2014 she communicated that there could be some residual pet fibers remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on 20-dec-2013: total bilateral occlusion 01feb2013 transabdominal ob ultrasound : impression: single live intrauterine pregnancy, bilateral choroid plexus cysts measuring 5 mm 27aug2013 pregnancy urine test : negative 20dec2013 hysterosalpingogram (hsg) : finding: scout view demonstrates two essure devices in the pelvis. The endometrial cavity is normal in shape without filling defects. The fallopian tubes are occluded with the essure devices bilaterally without contrast surrounding the devices or freely spilling into the peritoneal cavity. Impression: essure placement with occluded fallopian tubes bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via social media: event infected/its swollen and hurts. Confirming pelvic pain, migraines, dyspareunia, post coital bleeding, abdominal pain, hot and cold flashes, headache, back pain from neck to hip area, nausea and vomiting, clitoral swelling, difficulty controlling urine stream. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines"), alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced noninfective gingivitis ("infected/its swollen and hurts"). The patient was treated with surgery (on (B)(6) 2014, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, alopecia, fatigue and noninfective gingivitis outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, genital haemorrhage, migraine, noninfective gingivitis and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: event infected/its swollen and hurts. Most recent follow-up information incorporated above includes: on 26-jan-2018: event added- infected/its swollen and hurts. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/ pelvic pain (severe) / pain/ sharp stabbing pains in sides") and genital haemorrhage ("irregular bleeding") in a 32-year-old female patient who had essure (batch no. A36512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (B)(6) 2008, (B)(6) 2010, (B)(6) 2013 and (B)(6) 2004), ectopic pregnancy, recurrent abortion, temporomandibular joint disorder, anxiety, de quervain's tenosynovitis, depression, abdominal pain, cystic fibrosis carrier, preterm labor, anxiety, pain back, arm fracture in 2002 and biopsy breast in 2008. Social history: never smoke. Previously administered products included for an unreported indication: depo-provera. Family history included leukemia, breast cancer and lung cancer (paternal uncle). Concomitant products included vicodin (norco). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced mood swings ("mood swings"), depression ("depression"), feeling cold ("cold flashes"), bladder disorder ("bladder or urinary problems or changes difficulty controlling urine stream") and the first episode of dysuria ("changes difficulty controlling urine stream"). In august 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of migraine ("migraines") and alopecia ("hair loss"). On (B)(6) 2013, 1 day after insertion of essure, the patient experienced nausea ("nausea") and vomiting ("vomiting/ was throwing up all day"). In september 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hot flush ("hot flashes/ cold and hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), uterine pain ("uterine pain (severe)/ sharp pain in uterus"), back pain ("back pain from neck to hip area (severe)/ back pain(severe)"), abdominal pain ("abdominal pain (severe)"), vaginal discharge ("vaginal discharge/ discharge"), the second episode of dysuria ("difficulty controlling urine stream") and the second episode of migraine ("migraine"). In october 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced noninfective gingivitis ("(gums) looked infected/its swollen and hurts"), complication of device removal ("were you advised of any complications from your essure removal procedure? Yes."), crying ("she was crying/ emotional issues uncontrollably crying"), dizziness ("dizziness"), pyrexia ("104 degree temperature"), gait inability ("could not walk without collapsing"), toothache ("dental tooth pain"), gingivitis ("gum infections"), contusion ("bruising all over body"), furuncle ("red boil like marks all over body"), acne ("continuous acne all over body"), feeling abnormal ("brain fog/ feeling like crap"), memory impairment ("forgetfulness"), anger ("anger"), amenorrhoea ("no periods at all"), musculoskeletal chest pain ("sharp pain in uterus, my sides, my whole ribcage"), asthenia ("no energy"), coital bleeding ("bleeding every time I have intercourse"), vulvovaginal pain ("hard painful, sensitive clitoris") and urinary tract disorder ("bladder or urinary problems or changes difficulty controlling urine stream"). The patient was treated with surgery (robot assisted laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, fatigue, noninfective gingivitis, complication of device removal, crying, mood swings, depression, hot flush, feeling cold, vaginal haemorrhage, menorrhagia, headache, nausea, uterine pain, back pain, abdominal pain, vaginal discharge, vomiting, bladder disorder, dizziness, pyrexia, gait inability, toothache, gingivitis, contusion, furuncle, acne, feeling abnormal, memory impairment, anger, amenorrhoea, musculoskeletal chest pain, asthenia, coital bleeding, vulvovaginal pain, urinary tract disorder, the last episode of dysuria and the last episode of migraine outcome was unknown. The reporter considered abdominal pain, acne, alopecia, amenorrhoea, anger, asthenia, back pain, bladder disorder, coital bleeding, complication of device removal, contusion, crying, depression, dizziness, dyspareunia, fatigue, feeling abnormal, feeling cold, furuncle, gait inability, genital haemorrhage, gingivitis, headache, hot flush, memory impairment, menorrhagia, mood swings, musculoskeletal chest pain, nausea, noninfective gingivitis, pelvic pain, pyrexia, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal pain, the first episode of dysuria, the first episode of migraine, the second episode of dysuria and the second episode of migraine to be related to essure. The reporter commented: on (B)(6) 2014 she communicated that there could be some residual pet fibers remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion (B)(6) 2013 transabdominal ob ultrasound : impression: single live intrauterine pregnancy, bilateral choroid plexus cysts measuring 5 mm (B)(6) 2013 pregnancy urine test : negative (B)(6) 2013 hysterosalpingogram (hsg) : finding: scout view demonstrates two essure devices in the pelvis. The endometrial cavity is normal in shape without filling defects. The fallopian tubes are occluded with the essure devices bilaterally without contrast surrounding the devices or freely spilling into the peritoneal cavity. Impression: essure placement with occluded fallopian tubes bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via social media: event infected/its swollen and hurts. Confirming pelvic pain, migraines, dyspareunia, post coital bleeding, abdominal pain, hot and cold flashes, headache, back pain from neck to hip area, nausea and vomiting, clitoral swelling, difficulty controlling urine stream. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added: difficulty controlling urine stream and migraine. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/ pelvic pain (severe) / pain/ sharp stabbing pains in sides") and genital haemorrhage ("irregular bleeding") in a (B)(6) year-old female patient who had essure (batch no. A36512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2008, (B)(6) 2010, (B)(6) 2013 and (B)(6) 2004), ectopic pregnancy, recurrent abortion, temporomandibular joint disorder, anxiety, de quervain's tenosynovitis, depression, abdominal pain, cystic fibrosis carrier, preterm labor, anxiety, pain back, arm fracture in 2002 and biopsy breast in 2008. Social history: never smoke. Previously administered products included for an unreported indication: depo-provera. Family history included leukemia, breast cancer and lung cancer (paternal uncle). Concomitant products included vicodin (norco). In 2013, the patient experienced mood swings ("mood swings"), depression ("depression"), hot flush ("hot flashes"), feeling cold ("cold flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), uterine pain ("uterine pain (severe)/ sharp pain in uterus"), back pain ("back pain from neck to hip area (severe)/ back pain(severe)"), abdominal pain ("abdominal pain (severe)"), vaginal discharge ("vaginal discharge/ discharge"), bladder disorder ("bladder or urinary problems or changes difficulty controlling urine stream") and dysuria ("changes difficulty controlling urine stream"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced nausea ("nausea") and vomiting ("vomiting/ was throwing up all day"). On an unknown date, the patient experienced noninfective gingivitis ("(gums) looked infected/its swollen and hurts"), complication of device removal ("were you advised of any complications from your essure removal procedure? Yes."), crying ("she was crying/ emotional issues uncontrollably crying"), dizziness ("dizziness"), pyrexia ("104 degree temperature"), gait inability ("could not walk without collapsing"), toothache ("dental tooth pain"), gingivitis ("gum infections"), contusion ("bruising all over body"), furuncle ("red boil like marks all over body"), acne ("continuous acne all over body"), feeling abnormal ("brain fog/ feeling like crap"), memory impairment ("forgetfulness"), anger ("anger"), amenorrhoea ("no periods at all"), musculoskeletal chest pain ("sharp pain in uterus, my sids, my whole ribcage"), asthenia ("no energy"), coital bleeding ("bleeding every time I have intercourse"), vulvovaginal pain ("hard painful, sensitive clitoris") and urinary tract disorder ("bladder or urinary problems or changes difficulty controlling urine stream"). The patient was treated with surgery (robot assisted laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, alopecia, fatigue, noninfective gingivitis, complication of device removal, crying, mood swings, depression, hot flush, feeling cold, vaginal haemorrhage, menorrhagia, headache, nausea, uterine pain, back pain, abdominal pain, vaginal discharge, vomiting, bladder disorder, dysuria, dizziness, pyrexia, gait inability, toothache, gingivitis, contusion, furuncle, acne, feeling abnormal, memory impairment, anger, amenorrhoea, musculoskeletal chest pain, asthenia, coital bleeding, vulvovaginal pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, acne, alopecia, amenorrhoea, anger, asthenia, back pain, bladder disorder, coital bleeding, complication of device removal, contusion, crying, depression, dizziness, dyspareunia, dysuria, fatigue, feeling abnormal, feeling cold, furuncle, gait inability, genital haemorrhage, gingivitis, headache, hot flush, memory impairment, menorrhagia, migraine, mood swings, musculoskeletal chest pain, nausea, noninfective gingivitis, pelvic pain, pyrexia, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vomiting and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2014 she communicated that there could be some residual pet fibers remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion (B)(6) 2013 transabdominal ob ultrasound : impression: single live intrauterine pregnancy, bilateral choroid plexus cysts measuring 5 mm (B)(6) 2013 pregnancy urine test : negative (B)(6) 2013 hysterosalpingogram (hsg) : finding: scout view demonstrates two essure devices in the pelvis. The endometrial cavity is normal in shape without filling defects. The fallopian tubes are occluded with the essure devices bilaterally without contrast surrounding the devices or freely spilling into the peritoneal cavity. Impression: essure placement with occluded fallopian tubes bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via social media: event infected/its swollen and hurts. Confirming pelvic pain, migraines, dyspareunia, post coital bleeding, abdominal pain, hot and cold flashes, headache, back pain from neck to hip area, nausea and vomiting, clitoral swelling, difficulty controlling urine stream. Most recent follow-up information incorporated above includes: on 7-feb-2018: new events added: were you advised of any complications from your essure removal procedure? Yes,, she was in so much pain she was crying/ emotional issues uncontrollably crying, mood swings, depression, hot flashes, cold flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), headaches, nausea, uterine pain (severe), back pain from neck to hip area (severe)/ back pain(severe), abdominal pain (severe), vaginal discharge/ discharge, vomiting/ was throwing up all day, bladder or urinary problems or changes difficulty controlling urine stream, dizziness, 104 degree temperature, could not walk without collapsing, dental tooth pain, gum infections, bruising all over body, red boil like marks all over body, continuous acne all over body, brain fog, forgetfulness, anger, no periods at all, sharp pain in uterus, my sids, my whole ribcage, no energy, bleeding every time I have intercourse, hard painful, sensitive clitoris. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain/ pelvic pain (severe) / pain/ sharp stabbing pains in sides') in a 32-year-old female patient who had essure (batch no. A36512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included biopsy breast in 2008, arm fracture in 2002, multigravida, parity 4 ((B)(6) 2008, (B)(6) 2010, (B)(6) 2013 and (B)(6) 2004), ectopic pregnancy, recurrent abortion, temporomandibular joint disorder, anxiety, de quervain's tenosynovitis, depression, abdominal pain, cystic fibrosis carrier, preterm labor, anxiety and pain back. Social history: never smoke. Previously administered products included for an unreported indication: depo-provera. Family history included leukemia, breast cancer and lung cancer (paternal uncle). Concomitant products included hydrocodone bitartrate;paracetamol (norco). In 2013, the patient experienced feeling cold ("cold flashes") and bladder disorder ("bladder or urinary problems or changes difficulty controlling urine stream"). In (B)(6) 2013, the patient experienced genital haemorrhage ("irregular bleeding"), the first episode of migraine ("migraines") and alopecia ("hair loss"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea") and vomiting ("vomiting/ was throwing up all day"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), mood swings ("mood swings"), depression ("depression"), hot flush ("hot flashes/ cold and hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), uterine pain ("uterine pain (severe)/ sharp pain in uterus"), back pain ("back pain from neck to hip area (severe)/ back pain(severe)"), abdominal pain ("abdominal pain (severe)"), vaginal discharge ("vaginal discharge/ discharge"), the first episode of dysuria ("changes difficulty controlling urine stream"), the second episode of dysuria ("difficulty controlling urine stream") and the second episode of migraine ("migraine"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced noninfective gingivitis ("(gums) looked infected/its swollen and hurts"), complication of device removal ("were you advised of any complications from your essure removal procedure? Yes."), crying ("she was crying/ emotional issues uncontrollably crying"), dizziness ("dizziness"), pyrexia ("104 degree temperature"), gait inability ("could not walk without collapsing"), toothache ("dental tooth pain"), gingivitis ("gum infections"), contusion ("bruising all over body"), furuncle ("red boil like marks all over body"), acne ("continuous acne all over body"), feeling abnormal ("brain fog/ feeling like crap"), memory impairment ("forgetfulness"), anger ("anger"), amenorrhoea ("no periods at all"), musculoskeletal chest pain ("sharp pain in uterus, my sides, my whole ribcage"), asthenia ("no energy"), coital bleeding ("bleeding every time I have intercourse"), vulvovaginal pain ("hard painful, sensitive clitoris") and urinary tract disorder ("bladder or urinary problems or changes difficulty controlling urine stream") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with ibuprofen, sulfamethoxazole;trimethoprim (mortin), tramadol and surgery (robot assisted laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, fatigue, noninfective gingivitis, complication of device removal, crying, mood swings, depression, hot flush, feeling cold, vaginal haemorrhage, menorrhagia, headache, nausea, uterine pain, back pain, abdominal pain, vaginal discharge, vomiting, bladder disorder, dizziness, pyrexia, gait inability, toothache, gingivitis, contusion, furuncle, acne, feeling abnormal, memory impairment, anger, amenorrhoea, musculoskeletal chest pain, asthenia, coital bleeding, vulvovaginal pain, urinary tract disorder, the last episode of dysuria, the last episode of migraine and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, acne, alopecia, amenorrhoea, anger, asthenia, back pain, bladder disorder, coital bleeding, complication of device removal, contusion, crying, depression, dizziness, dyspareunia, fatigue, feeling abnormal, feeling cold, furuncle, gait inability, genital haemorrhage, gingivitis, headache, hot flush, memory impairment, menorrhagia, mood swings, musculoskeletal chest pain, nausea, noninfective gingivitis, pelvic pain, pregnancy with contraceptive device, pyrexia, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal pain, the first episode of dysuria, the first episode of migraine, the second episode of dysuria and the second episode of migraine to be related to essure. The reporter commented: on (B)(6) 2014 she communicated that there could be some residual pet fibers remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. (B)(6) 2013 transabdominal ob ultrasound : impression: single live intrauterine pregnancy, bilateral choroid plexus cysts measuring 5 mm. (B)(6) 2013 pregnancy urine test : negative. (B)(6) 2013 hysterosalpingogram (hsg) : finding: scout view demonstrates two essure devices in the pelvis. The endometrial cavity is normal in shape without filling defects. The fallopian tubes are occluded with the essure devices bilaterally without contrast surrounding the devices or freely spilling into the peritoneal cavity. Impression: essure placement with occluded fallopian tubes bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via social media: event infected/its swollen and hurts. Confirming pelvic pain, migraines, dyspareunia, post coital bleeding, abdominal pain, hot and cold flashes, headache, back pain from neck to hip area, nausea and vomiting, clitoral swelling, difficulty controlling urine stream. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information updated. Events: pregnancy, device ineffective were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain/ pelvic pain (severe) / pain/ sharp stabbing pains in sides') in a 32-year-old female patient who had essure (batch no. A36512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included biopsy breast in 2008, arm fracture in 2002, multigravida, parity 4 ((B)(6) 2008, (B)(6) 2010, (B)(6) 2013 and (B)(6) 2004), ectopic pregnancy, recurrent abortion, temporomandibular joint disorder, anxiety, de quervain's tenosynovitis, depression, abdominal pain, cystic fibrosis carrier, preterm labor, anxiety and pain back. Social history: never smoke. Previously administered products included for an unreported indication: depo-provera. Family history included leukemia, breast cancer and lung cancer (paternal uncle). Concomitant products included hydrocodone bitartrate;paracetamol (norco). In 2013, the patient experienced feeling cold ("cold flashes") and bladder disorder ("bladder or urinary problems or changes difficulty controlling urine stream"). In (B)(6) 2013, the patient experienced genital haemorrhage ("irregular bleeding"), the first episode of migraine ("migraines") and alopecia ("hair loss"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea") and vomiting ("vomiting/ was throwing up all day"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), mood swings ("mood swings"), depression ("depression"), hot flush ("hot flashes/ cold and hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), uterine pain ("uterine pain (severe)/ sharp pain in uterus"), back pain ("back pain from neck to hip area (severe)/ back pain(severe)"), abdominal pain ("abdominal pain (severe)"), vaginal discharge ("vaginal discharge/ discharge"), the first episode of dysuria ("changes difficulty controlling urine stream"), the second episode of dysuria ("difficulty controlling urine stream") and the second episode of migraine ("migraine"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced noninfective gingivitis ("(gums) looked infected/its swollen and hurts"), complication of device removal ("were you advised of any complications from your essure removal procedure? Yes."), crying ("she was crying/ emotional issues uncontrollably crying"), dizziness ("dizziness"), pyrexia ("104 degree temperature"), gait inability ("could not walk without collapsing"), toothache ("dental tooth pain"), gingivitis ("gum infections"), contusion ("bruising all over body"), furuncle ("red boil like marks all over body"), acne ("continuous acne all over body"), feeling abnormal ("brain fog/ feeling like crap"), memory impairment ("forgetfulness"), anger ("anger"), amenorrhoea ("no periods at all"), musculoskeletal chest pain ("sharp pain in uterus, my sides, my whole ribcage"), asthenia ("no energy"), coital bleeding ("bleeding every time I have intercourse"), vulvovaginal pain ("hard painful, sensitive clitoris") and urinary tract disorder ("bladder or urinary problems or changes difficulty controlling urine stream") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with ibuprofen, sulfamethoxazole;trimethoprim (mortin), tramadol and surgery (robot assisted laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, fatigue, noninfective gingivitis, complication of device removal, crying, mood swings, depression, hot flush, feeling cold, vaginal haemorrhage, menorrhagia, headache, nausea, uterine pain, back pain, abdominal pain, vaginal discharge, vomiting, bladder disorder, dizziness, pyrexia, gait inability, toothache, gingivitis, contusion, furuncle, acne, feeling abnormal, memory impairment, anger, amenorrhoea, musculoskeletal chest pain, asthenia, coital bleeding, vulvovaginal pain, urinary tract disorder, the last episode of dysuria, the last episode of migraine and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, acne, alopecia, amenorrhoea, anger, asthenia, back pain, bladder disorder, coital bleeding, complication of device removal, contusion, crying, depression, dizziness, dyspareunia, fatigue, feeling abnormal, feeling cold, furuncle, gait inability, genital haemorrhage, gingivitis, headache, hot flush, memory impairment, menorrhagia, mood swings, musculoskeletal chest pain, nausea, noninfective gingivitis, pelvic pain, pregnancy with contraceptive device, pyrexia, toothache, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal pain, the first episode of dysuria, the first episode of migraine, the second episode of dysuria and the second episode of migraine to be related to essure. The reporter commented: on (B)(6) 2014 she communicated that there could be some residual pet fibers remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. On (B)(6) 2013 transabdominal ob ultrasound : impression: single live intrauterine pregnancy, bilateral choroid plexus cysts measuring 5 mm. On (B)(6) 2013 pregnancy urine test : negative. On (B)(6) 2013 hysterosalpingogram (hsg) : finding: scout view demonstrates two essure devices in the pelvis. The endometrial cavity is normal in shape without filling defects. The fallopian tubes are occluded with the essure devices bilaterally without contrast surrounding the devices or freely spilling into the peritoneal cavity. Impression: essure placement with occluded fallopian tubes bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via social media: event infected/its swollen and hurts. Confirming pelvic pain, migraines, dyspareunia, post coital bleeding, abdominal pain, hot and cold flashes, headache, back pain from neck to hip area, nausea and vomiting, clitoral swelling, difficulty controlling urine stream. Lot number: a36512, manufacturing date: 2012-08, expiration date: 2015-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, 12 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines"), alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (on (B)(6) 2014, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, alopecia and fatigue outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.